Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that stroke occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. During the routine follow up, no device issues were noted, and the physicians discontinued the xarelto, and any other blood thinners. At an unknown date shortly after that appointment, the patient had a stroke, and the physicians placed the patient back on xarelto. It was reported the patient has had several strokes. No other information has been made available.